Manufacturer narrative:
Additional information was provided in h.3., h.11. Correction info provided in in h6. "This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (pxyat3-t6) that is sold in the united states under (PMA/510(k) #(p190018)." The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. The root cause for the reported complaint could not be determined as no product was returned and not enough information was provided to complete the investigation. All product history records are quality reviewed prior to product release the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during surgery the injector was jammed and scuffed on the way out. Once it was removed the lens was half in the incision and half out. Additional information had been requested but not yet received.